Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during basal, bolus, and fixed prime procedures. Customer's blood glucose reading ranged from 360 to 390 mg/dl. Customer reported that the infusion set's cannula is bent. Replacement product is being sent.